Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient visited the hospital and it was noted that a rise in shock impedance measurements were noted. The patient suspected a possible right ventricular (rv) lead fracture, although boston scientific technical services (ts) discussed possible lead tip calcification. The device implanted is a competitor device and a device replacement due to normal depletion will be planned in the near future at which time a lead revision will be considered. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted the lead had been severed approximately 800 mm from the tip. The distal segment, only, was returned. The physical state the lead was in suggests it was pulled with great force during the explant procedure. Calcification was confirmed on the lead body insulation, portions of the proximal spring electrode, and most of the distal spring electrode. Resistance testing verified this segment of lead was electrically continuous. Past experience has shown that as calcification builds up on the electrode surfaces of an implantable lead, impedances may also increase. The calcification that built up on this lead created a non-conductive barrier between the electrodes and the patient¿s tissue, thereby gradually increasing the impedance seen by the device over time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that the lead will be returned, and analysis was requested.

Event description:
Additional information noted that a lead revision took place and no damage was noted on the rv lead although calcification was observed. The physician suspected that the calcification caused rise in electrical measurements. The device was replaced due to normal depletion with a competitor device and the lead was also replaced with a competitor lead and will not be returned. No additional adverse patient effects were reported.